Event description:
It was reported that during debridement utilizing a versajet with the setting of 10, the high-pressure tube came off from the orange cartridge. There was no patient harmed nor delay in the case. The surgery was completed with a backup handpiece. The device will be returned for investigation.

Manufacturer narrative:
The device used in treatment have been returned and evaluated, establishing a relationship with the reported event. A visual inspection found that the high-pressure hose had become detached at the handpiece. A functional evaluation was not possible, although it was reported that tests undertaken found no fault with the hose or handset, nor any obstructions that could have contributed to the event. It is likely that the glues used in the process was insufficient for this handset on this occasion, although this cannot be confirmed. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. Complaint history for the reported events has been reviewed, revealing further instances, however this investigation is now complete, with no further actions deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.